Event description:
It was reported that a spectrum iq infusion pump flow accuracy test failed low at 18 ml while performing preventive maintenance. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition.the reported problem flow accuracy test failed low at 18 ml was not reproduced during evaluation. The device was tested for flow accuracy and delivered within intended range. The customer testing setup and equipment are unknown. The event history log review was completed and the customer reported problem could not be confirmed through the event history log. An infusion matching the customer-reported parameters on the reported event date was recorded. The infusion ran to completion without interruption. No abnormalities were observed through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.